Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the displacement test however, the pump alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin 6 on the keypad assembly. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. Device was also received with cracked select button keypad overlay, stained keypad overlay, scratched case, pillowing keypad overlay, texture damage on the keypad overlay, and faded end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer blood glucose at the time of incident unknown. Troubleshoot was performed. Customer stated time advanced. The issue was not resolved. Insulin pump will be returning for analysis.